Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a won't pass high flow rate test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information: (B)(4). Additional information: additional information from the reported stated the device was being tested for flow rate accuracy at a rate of 800ml/hr at the time of the event. Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified and the device was found to be within specification in relation to the reported failed flow rate accuracy test. The device was tested for flow accuracy and passed. Should additional relevant information become available, a supplemental report will be submitted.